Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). When asked the steps were or would be taken to resolve the ins flipped upon itself, they reported that nothing at that time that they knew of. It was unknown if the issue was resolved. It was unknown if the cause of the wire being coiled by the battery was determined as the battery was flipping in the pocket. The patient had a follow-up in the clinic on apr/17 with planned surgical intervention in the future but date unknown at this time. It was unknown if the cause of the lead fracture was determined and most likely caused or contributed to the battery flipping in the pocket. Surgical intervention after follow-up on apr/17/2025. It was unknown if the issue was resolved. The surgeon planned to go back in for revision and the date of surgery was not confirmed yet. The information had been confirmed/provided by the physician over multiple conversations.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32dch, implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the reason for call was to review how to use the external devices to connect to patient's implant. Agent walked patient through how to connect the handset and communicator to the implant. Patient reported seeing system was operating at maximum settings, therapy cannot be increased message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent email to manufacturer representative (rep) to notify them of the situation. Additional information was received from a manufacturing representative (rep).when asked to clarify the statement, the patient reported seeing system was operating at maximum settings, the rep reported that impedence had not been checked but office reported all 7 programs were saying operating at maximum settings. The cause of seeing max settings on the screen was determined as the x-ray revealed that battery appeared to have flipped upon itself and the wire was coiled by the battery. The steps were or would be taken to resolve this issue was by planning to go back to the or to evaluate lead status. The issue was not yet resolved and was pending surgical intervention. The cause of the therapy not able to increase determined was suspected to be lead fracture. The cause or contributed to the issue was flipping of the battery. It was unknown if the steps were or would be taken to resolve this issue. The issue was not yet resolved. The information had been confirmed/provided by the physician.